Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the outer sheaths that look like it had some arcing and looked burnt during the case. They were looking at the l hooks, and it seems like the yellow insulation does not go all the way up to the hub. This happened during a case but no patient harm happened.